Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of medical fluid from the connector was observed. No adverse patient effects were reported by the customer. It was reported that no further information will be available.

Manufacturer narrative:
Device evaluation: one sample was received with its original packaging. During the visual inspection, a lack of adhesive was detected in the assembly joints. During the functional test, the unit was tested for leaks by introducing water in the product. A leak was observed in the unit and the complaint was confirmed. Based on the sample evaluation, the root cause for the leak condition is due to lack of adhesive between tube end of the female luer assembly. The problem source was found to be during manufacturing. An awareness notification was conducted by the quality engineer to the production personnel to explain the importance of adherence in the procedure. During the DHR review, no non-conformities were found during manufacturing.